Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use for a hysterectomy procedure, the arm cart assembly (aca) had an unrecoverable error. The start-up specialist (sus) reconnected the aca and it continued functioning correctly. No patient impacted and 15 minute delay in the procedure.

Event description:
It was reported that prior to use for a hysterectomy procedure, the arm cart assembly (aca) had an unrecoverable error. The start-up specialist (sus) reconnected the aca and it continued functioning correctly. No patient impacted and 15 minute delay in the procedure.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly was cleaned and the robotic arm joint 2 brooming script was performed, obtaining three successful calibrations. The arm cart was monitored during use and the failures were intermittent. The arm cart was reconnected and has functioned correctly since. Evaluation of the logs indicated that the arm cart repeatedly failed calibration due to a mismatch between the primary and secondary potentiometer position readings for robotic arm joint 2, where the absolute difference exceeded the allowable limit. This persisted across multiple calibration attempts and system restarts. An error code for 'robotic arm potentiometer two-channel redundancy check - calibration', an error code for 'robotic arm encoder redundancy check failure' and an error code for 'redundant position sensing check' were observed. These error codes collectively indicate a redundancy mismatch affecting arm position sensing during calibration. Evaluation of the arm cart assembly confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to a component issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made more likely to occur by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.